Event description:
It was reported that a stent prematurely deployed outside of the pt's body during device preparation. No pt involvement and no add'l info available. Study event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd and there was no lot info. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.